Event description:
It was reported that a pump malfunction occurred, but no notable events happened before the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully performed the reset, with no reoccurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the problem returns, which they acknowledged and understood.